Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 536000059 lot number:62192810 brand name: acetabular shell. Catalog number:00786201630 lot number:07886625 brand name: versys stem. Unknown biolox head. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a closed reduction under anesthesia due to dislocation. The patient had dislocated while tying his shoe approximately 1 year post revision surgery. Additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections were updated: b4, b5, g3, h1, h2, h3, h6, h10 medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient experienced a dislocation when seated trying to tie his shoe. An attempt was made to reduce it but was unsuccessful. The patient was transferred to a separate medical facility and a closed reduction was successful, with pt recommended. Reported event was confirmed by review of medical records provided. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. It was noted the dislocation occurred when the patient was seated and bent over to tie his shoe. However, a definitive root cause cannot be determined as this occurred over a year after the revision surgery. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.